Event description:
Customer reports to have received no delivery alarms. Customer also reports to have high blood glucose of 429 mg/dl, which was treated with manual injection. Customer reports that an ambulance was called due to blood squirting when infusion set was removed. After troubleshooting, it was found that infusion set may have been occluded. Customer will return infusion set for analysis. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.